Event description:
It was reported that during a scheduled filter removal using the removal device, the handle came out of the purple catheter prior to connecting with the filter. The doctor had to cut the introducer sheath with a scalpel and then grab the purple catheter with a hemostat to remove the device. There was no reported injury to the pt. The procedure was completed with a different removal device without incident.

Manufacturer narrative:
The device history records were reviewed, and it was confirmed that the lot met all release criteria. Upon inspection of the returned sample, the introducer sheath appeared to have been cut circumferentially at approx 27.2cm from the distal tip. This most likely occurred to retrieve the catheter. The distal section of the introducer sheath was returned stuck in place on the purple shaft of the catheter. The proximal section of the introducer sheath had a severe kink/bend approx 24.5 cm from the proximal end. The handle of the device was separated from the purple shaft of the catheter. The handle had a slight bend on it approx 6.5cm from the proximal end. The handle was able to be worked back into the purple shaft. While attempting to insert the handle into the purple shaft significant resistance was met, however, was able to insert fully, approx 1 inch, by twisting. The fit snug. The overall length of the catheter was measured once mated back together, and was within specification. With the handle re-inserted into the purple shaft, a weight was attached to the handle and then lifted. The handle did not pull out of the shaft with this weight attached. At this point, the exposed portion of the handle was re-measured to see if movement had occurred with the weight attached; none occurred. Was able to remove the handle from the purple shaft of the catheter with substantial resistance, by personal force. There was evidence that the handle had been welded to the shaft of the catheter. The proximal part of the catheter had a reduced diameter of approx 14 mm in length, indication of weld area. The proximal end of the introducer sheath adjacent to the hub approx .7 inches was distorted with accordion marks. This appears to be evidence of excessive forces on the sheath applied during use. As the filter was never accessed using the device, the forces were not associated with the retrieval of the filter. The cone area of the catheter was inspected and had 1 fully detached claw, otherwise intact. The result of the investigation was confirmed for detachment of component, handle separated from the shaft of the catheter, root cause unk. It is unk if procedural issues contributed to this event.